Event description:
The pt called in for assistance in changing his basal rates on his insulin infusion device as recommended by his endocrinologist. During that conversation, the menu button on the device did not properly respond. The pt stated that he would press the menu button and it would beep, but would not respond to all of the button presses. The pt reported there was something flashing on the screen, but because he is sight impaired, he could not see what was on the display. The pt was instructed to press the menu button. He stated he pressed the menu button three times, but heard only two beeps. The pt then stated the device was put in the run mode, but that he did not press the check button. The pt was advised to switch to his back up device, but he was unable to remove the battery cover on the device. He was then advised to switch to an alternative insulin therapy, but he refused to do so. The pt could not read every number of the serial number of the insulin device as he is sight impaired. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.